Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported a separation near the upper fitment of the pump segment, and returned one photo of the provided material number. The photo verifies the complaint of separation. The root cause is unknown without a sample investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris¿ lvp ss bag 20d low sorb ss tex 0.2m had a component separation issue, which resulted in leakage. The following information was provided by the initial reporter: "...the tubing became unconnected with very little force as it was being hooked up to a patient. This lead to a spill and the dose had to be re-made."